Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a loss of therapy and return of symptoms. The patient's implantable neurostimulator (ins) was not implanted to treat pain; it was implanted for circulation. Their circulation was normally worse in the winter so they kept their stimulation turned on all the time. The patient was unable to turn their therapy on at the time of the report and their legs were going back to being ice cold. They tried to turn the therapy on using the programmer but couldn't and had tried changing the programmer batteries but the issue did not resolve. This change in therapy was considered sudden. The patient was indicated for reflex sympathetic dystrophy with causalgia and complex regional pain syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.